Event description:
It was reported that part of the dome label is loose. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with scratched lcd window and cracked end cap. End cap sticker ok.